Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's grandpa reported via phone call that the insulin pump didn't deliver the insulin and ended up back in intensive care unit and they couldn't get the bolus wizard to work. The customer¿s blood glucose level was unknown at the time of the incident. The device will not be returned for analysis.